Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The evis lucera elite colonovideoscope exhibited foreign material leaking from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be specified. The foreign material may not be removed because reprocessing could not be done properly due to leakage from plug unit, and bending section cover. However, olympus could not identify a definitive root cause of the event. The suggested event is detectable/preventable by handling the device in accordance with the following (instruction for use) IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.